Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. The customer experienced a blood glucose (bg) displayed as "high"; although specific value was not provided. Reportedly, the customer filled the tubing with less than 30 units. The customer filled the tubing with additional insulin to resolve the issue. During troubleshooting with technical support, the customer changed supplies and resumed insulin.